Event description:
Angioplasty was performed to treat 99% stenosis in the left internal carotid terminus. Final angiography demonstrated an "excellent" result. There was about 50/60% residual stenosis with a dissection and a small false lumen. There was normalization of distal flow with no evidence of rupture and no distal emboli evident.

Manufacturer narrative:
(B)(4).

Event description:
Angioplasty was performed to treat 99% stenosis in the left internal carotid terminus. Final angiography demonstrated an "excellent" result. There was about 50/60% residual stenosis with a dissection and a small false lumen. There was normalization of distal flow with no evidence of rupture and no distal emboli evident.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.